Event description:
Totally occluded left distal peroneal was seen on angiogram after normal access. It was determined that the vessel was 100% occluded and that the physician would attempt to intervene. After directing the wire and micro catheter to the proximal cap of the lesion, multiple attempts were made to traverse the co cap after which the wire and micro catheter became lodged in the calcific burden. Multiple attempts were made to withdraw the wire and micro catheter at which time the tip of the micro catheter and wire detached in the calcific cap. The remaining micro catheter and wire were removed and a snare was used to attempt to retrieve the wire and micro catheter tips at which time the loop of the snare became lodged and broke off in the calcium as well. It was determined at that time to stop the case and the physician went to discuss what occurred with the patients family members.